Manufacturer narrative:
Upon completion of the investigation, it was noted that the hair contamination appears have been woven into the cottonoid pattie. The type of hair seems to be the type found in a hair-net. The complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. In the cottonoid manufacturing cell operators are required to wear a hair-net and beard-covers. Manufacturing routing information was reviewed and nothing out of the ordinary was found. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The customer reported that there is a hair embedded in the neuro sponge. This was found prior to surgery and there was no delay due to this. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction.